Event description:
Event description guidant received information that this ventricular implantable lead had intermittent capture. On 9/12, the impedence was 1070. Today it's 520 bipolar, and 430 unipolar. At maximum output, capture is still intermittent in unipolar mode.